Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. The device inappropriately diagnosed vf. Review of egms revealed a short period of double counting. Assessing the lead was recommended and programming changes were planned. No further information is available at this time.